Event description:
Pt was undergoing a left anterior temporal lobectomy due to intractable seizures (epilepsy) when the midas drill bit advanced past the drill guide. This caused the drill bit to cut into the dura membrane that might cause swelling and affect the pt's functions.